Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10l-us is available in the USA with a 510k number: k131855. We checked the returned unit and confirmed that the image noise. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide cable coating damage, the light guide fiber bundle (lcb) broken, the operation channel leak, the operation channel cut, the u/d knob loosened, the r/l knob loosened, the angle wire worn out, the up pulley wire worn out, the suction channel kink, and the air/water socket chipped/cut o-ring; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.